Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 4195 implantable pacing lead (B)(6) 2010, 6947 implantable tachy lead (B)(6) 2010, 680r32 heart ring (B)(6) 2010. (B)(4).

Event description:
It was reported that the device had early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.